Event description:
It was reported that pump malfunction alarm occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction alarm, and was advised to continue using pump and call back if malfunction recurred, which did not occur after reset.